Event description:
It was reported that pump had a broken battery compartment and displayed "maintenance" message. There was unknown patient involvement.

Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual tests were performed and found damaged dso seal, damaged battery compartment, and scratched lens. Battery compartment was replaced to address the primary problem. Also, the dso seal and lens were replaced.